Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a loose video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer name: the second affiliated hospital of nanjing medical university the returned device was tested, and the customer complaint was confirmed. The evaluation also found the battery on the printed circuit board had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image produced by the video processor is unstable and the video connector is loose. The issue was found during reprocessing. There were no reports of patient harm.